Event description:
Allergan's device analysis lab received a lap-band access port. Initially, it was unk why the device was returned. Follow-up findings: "op [operative] report shows that the pt had a near transecting of her lap-band tubing, right at the point where the thickening tubing exiting the port narrowed down to normal size tubing, caused a severe leak with no restriction." The port was removed and replaced. The pt had the "lap-band placed over a year before" the explant and had "difficulty maintaining restriction" since then. During a fill appointment, a fluoroscopy was performed and it showed a large leak."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Further info from the reporter regarding the serial number and the implant date has been requested. Analysis noted a smooth opening with leakage at the taper and tubing junction, consistent with wear and tear. In addition, analysis noted punctures and missing material at the damaged port septum and evidence of coring likely to be caused by the use of a coring needle. Furthermore, analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. The lab noted a blockage and resistance to flow on the access port. Biological tissue particles were found on and in between the port septum and housing. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Care must be taken during an adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."